Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) called asking if there was some alarm on the unit for "free flow". He knew of the safety clamp open message but wondered if there was another. Explaing that the dfu talks about setup using roller clamps and verifying no fluid flow. However if the dedevice has a mechanical issue there are various alarms, check IV set, error codes for stalls, or occlusion/pump chamber blocked that can manifest to due to the issue. In the earliest days of interoperability the message transmitted when "safety clamp open/close door" happened was "free flow". I have not heard if that is still the case but if so could be where they heard of the "alarm".